Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited cross-talk on the right ventricular (rv) channel. No stored events therapy or pacing inhibition due to cross-talk oversensing. Reprogramming options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.